Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer reported high blood glucose/under delivery. The customer had symptoms such as difficulty breathing and treated with manual injections customer's blood glucose value was 330 mg/dl at the time of the call. Patient was admitted at the graham hospital on 7/30/2018 due to high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer decline to performed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.